Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. During the replacement procedure, the physician attempted to disconnect the rv lead from the device, however, the physician noted that the screw on one side of the generator was loose. The physician decided to replace the generator at that time as well. The device was capped and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).